Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A nurse initially called for assistance with the basal rates. The nurse then stated that the customer was hospitalized for high blood glucose and the reading was 422 mg/dl. The customer also had ketones. The customer was not available to troubleshoot during the phone call.